Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed a rising pacing lead impedance, starting (B)(6) 2014 and the impedance was 912 ohms on (B)(6) 2014. The capture threshold was also noted to be greater than 2.5 volts. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed a rise in thresholds and a rise in impedance. The rv lead remains in use. The patient was referred to a electro physiologist. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient's right ventricular (rv) lead has varying pacing thresholds and high rv lead impedance.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed a rising right ventricular (rv) lead impedance and pacing capture threshold in the rv lead was elevated.

Manufacturer narrative:
The partial lead was returned in segments for analysis. Analysis found the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was further reported that the patient's right ventricular (rv) lead was explanted and replaced for a possible fracture.

Event description:
It was further reported that the patient's right ventricular (rv) lead pacing impedance is above the expected range during the previous two weeks and will be replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, (B)(6) 2007. (B)(4).